Event description:
The biomed technician reported a colleague infusion pump with a 302:435:118:0003 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the report condition of failure code 302:435:118:0003 was neither confirmed nor reproduced during product evaluation. As a result the assignable cause was not identified. No repairs were needed, however, the user interface module printed circuit board was replaced as a precautionary measure. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.